Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, the patient experienced phrenic nerve palsy (pnp) after ablation of the right superior pulmonary vein (rspv). It was noted that the patient did not recover by the end of the procedure. The case was completed with radiofrequency (rf). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: clinical data files were received and analyzed. The files showed at least 5 injections were performed with catheter 2af284 / 09579-74 without any issue on the date of the event. A clinical issue (phrenic nerve injury) was encountered during the procedure. The catheter has not been returned for investigation. No product malfunction reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.